Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 he suffered a hypoglycemic episode at work and had a seizure at approximately 9:25 a.m. Additionally, the patient reported cgm inaccuracies for the last 24-hours, for example the patient indicated a cgm reading at 180 mg/dl and a blood glucose meter reading at 128 mg/dl. The paramedics were called and found that the patient's blood glucose was 84 mg/dl. As a result, paramedics did not administer any medications as patient woke up in the ambulance and was coherent. The patient was discharged from the ER after three hours. At the time of the call to dexcom technical support, the patient reported that he felt much better.